Manufacturer narrative:
Complaint conclusion: as reported, the plaintiff had placement of an optease inferior vena cava (ivc) filter. Per the patient¿s medical records, the filter was implanted due to contraindication for pharmacological dvt prophylaxis. The filer was deployed at the l2-l3 level in a good location without signs of kinking or migration. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed removal attempt, filter embedded in wall of the ivc and unable to be retrieved. Per the patient profile form (ppf), the patient reports tilt. The patient also reports an attempted but unsuccessful percutaneous removal procedure approximately 9 months post implantation. Patient also reports continued pain and discomfort, and emotional distress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00437 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the plaintiff, underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed removal attempt, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information was received per the patient¿s medical records: the filter was implanted due to contraindication for pharmacological dvt prophylaxis. The filer was deployed at the l2-l3 level in a good location without signs of kinking or migration. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 9 months post implantation. The patient reports tilt. The patient also reports an attempted but unsuccessful percutaneous removal procedure approximately 9 months post implantation. Patient also reports continued pain and discomfort, emotional distress because of concerns about future health due to ivc filter.